Event description:
Same case as MDR ID: 2134265-2014-05714; 2134265-2014-05716. (B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was an in-stent restenotic lesion of a previously placed unspecified drug eluting stent (des) located in the mid right coronary artery (rca) with 80 % stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 mm x 38 mm ion¿ stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was an in-stent restenotic lesion of a previously placed unspecified des located in the proximal rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 mm x 24 mm ion¿ stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to stable angina and target vessel revascularization (tvr) was performed. A 3.00 mm x 28 mm ion mr drug eluting stent (des) was implanted in the mid rca. In (B)(6) 2014, the patient presented due to angina and tvr was performed. A 3.00 mm x 38 mm promus premier des was implanted in the mid rca. In (B)(6) 2014, the patient was diagnosed with angina and was hospitalized. Coronary angiography revealed 90% isr in mid rca and a patent existing stent in proximal rca. The 90% isr of the previously placed 3.00 mm x 28 mm ion mr stent, the 3.00 mm x 38 mm promus premier stent and the 3.00 mm x 38 mm ion¿ study stent (implanted in november 2011) located in the mid rca was treated with balloon angioplasty and placement of 3.0mm x 16 mm ion mr des. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).